Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, service code 204) has been confirmed. Upon investigation, the trunk cable connector was damaged. The brown (-5v) and yellow (pgnd) wires were open in the connector, which caused the service code 204. The root cause for the open wires and damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that her electrode belt connector was damaged and that she was receiving a service code 204. The patient was issued a replacement electrode belt.